Event description:
It was reported that a flogard infusion pump was not functioning. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Functional testing revealed that the malfunction was an f_94 alarm at power up. The cause of this malfunction was a depleted main battery due to a missing power cord, which would not have allowed the main batteries from being charged. In order to address this condition the main battery and power cord were replaced. The device was restored to good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.